Event description:
During the trans catheter procedure for an arterial embolization for the cystic lesion in the right hepatic lobe, the trupush embolic coil pusher (632-774x/10267047) was used with an unspecified microcatheter (brand name and type unknown), but the angle of the distal tip of the trupush was found different than usual. Then, the trupush was safely removed from the patient. After withdrawal, when the trupush was outside the patient, the distal tip of the trupush was somehow damaged and separated easily in two pieces. Therefore, the trupush was replaced for a new one (632-774x, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the event, it was ascertained that the entire device was completely removed from the patient. The distal end of the trupush was not reshaped prior to use in the patient, and no resistance occurred during insertion, advancement, or removal of the trupush. No additional torque or manipulation was used when advancing or removing of the trupush through the microcatheter. After the event, the same microcatheter was used with the subsequent devices. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. No information was provided regarding the aneurysm/vessel or patient was provided. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the trans catheter procedure for an arterial embolization for the cystic lesion in the right hepatic lobe, the trupush embolic coil pusher (632-774x/10267047) was used with an unspecified microcatheter (brand name and type unknown), but the angle of the distal tip of the trupush was found different than usual. Then, the trupush was safely removed from the patient. After withdrawal, when the trupush was outside the patient, the distal tip of the trupush was somehow damaged and separated easily in two pieces. Therefore, the trupush was replaced for a new one (632-774x, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the event, it was ascertained that the entire device was completely removed from the patient. The distal end of the trupush was not reshaped prior to use in the patient, and no resistance occurred during insertion, advancement, or removal of the trupush. No additional torque or manipulation was used when advancing or removing of the trupush through the microcatheter. After the event, the same microcatheter was used with the subsequent devices. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. No information was provided regarding the aneurysm/vessel or patient was provided. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile trupush coil pusher was received coiled inside of a plastic bag. The core wire was received fractured at 3.5cm from the distal end. The core wire was observed under a microscope and the damage was confirmed. The core wire was sent to sem analysis. Sem results showed that the body external surface presented evidence of scratches and elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10267047. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the customer as ¿embolic coil pusher / separated¿ was confirmed due to the product received condition. The root cause of the fractured could not be conclusively determined. However; sem results showed that the body external surface presented evidence of scratches and elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.